Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2019. G.4. Date received by manufacturer: 2019-07-24 h3 other text : see h.10

Event description:
It was reported that during use medication was not able to be injected with a bd pn 32x4 europe bd. The following information was provided by the initial reporter: according to the patient not enough liquid is coming out from the needle.

Manufacturer narrative:
H.6. Investigation summary: eighty five sealed 32g x 4mm pen needle samples were returned from lot. No. 7354713, cat. No. 320211. A clog test was carried out as per tp70043 and on all eighty five samples no issues were observed. A clog test was carried out on all eighty five samples no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that during use medication was not able to be injected with a bd pn 32x4 europe bd. The following information was provided by the initial reporter: according to the patient not enough liquid is coming out from the needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use medication was not able to be injected with a bd pn 32x4 europe bd. The following information was provided by the initial reporter: according to the patient not enough liquid is coming out from the needle.